Event description:
The physician was attempting to deploy a 3.0mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the stent dislodged on the left main before deploying the stent on the lesion site. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: root cause of the reported event cannot be determined; limited information available. Inherent risk of procedure (stent embolisation). Conclusion: no conclusion can be drawn (root cause of the reported event cannot be determined; limited information available). (B)(4).